Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found a foreign object blocking the affected universal surgical manipulator (usm). The fse removed the blockage from the usm to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The root cause of the reported complaint is attributed to an unexpected blockage of the affected usm with a foreign object.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that errors occurred on universal surgical manipulator (usm) 3. The customer power cycled the system; however, the error persisted. The customer further confirmed that the leds were not on and the usm axis was unable to be moved. Tse guided the customer to check the set up joint (suj) was working. The procedure was completing as a three-arm procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the object found was a plastic cap. Yes, it was a mechanical issue and field service engineer (fse) removed the cap to regain usm functionality. Fse did not make any adjustments.